Event description:
Complaint received concerning leakage issues with use of d1000 tego connectors. It was reported that "...patient noticed blood on her shirt over catheter. She went to the ER. The ER md said the cap was defective. The patient stated possible hole. New caps were put on cath in ER. No further incident noted." MFR investigation: device return: two used d1000 tego connectors were returned for analysis and investigation. Although requested the involved mating/access devices were not returned for analysis. Visual inspection of the "as received" tego connectors recorded various component damages including corner tears at the slit of the silicone sleeve on one of the two returned connectors. Based on the as-received condition, these types of component damages would result in leakages, thus confirming the reported product issue. Additionally engineering testing replicated the leakage on the one damaged tego connector noting the leakage originated from corner tear of the silicone seal. Engineering testing of the second returned tego connector recorded no performance, leakage and or functional non-conformances.

Manufacturer narrative:
Previous investigations of these types of tego component damages have been conducted. Although not always repeatable, those investigations replicated similar component damage when technique/usage employed off center insertion of a mating device combined with over-tightening and or unintended force while attaching / detaching the device. Additional investigations also found similar damages when non-compatible mating/access devices that fail to meet the iso standard 594/2 are used. Since there is a thread stop on the housing, it is likely that the component damage was caused by an off center insertion. Additional investigation: a review of the current molding, assembly processes and applicable tooling and equipment was also conducted to determine if any fixtures, equipment or material handing conditions could potentially contribute to seal/slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable manufacturing process and continue to monitor for any potential contributing factors. A review of the MFR lot database for the reported lot #2701476 (MFR date 07/2012) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the MFR lot build. Conclusion: visual analysis of the one "as-received" d1000 tego connector confirmed leakage due to component damages. The engineer's analysis determined the root cause was attributable to incorrect usage. This report has been provided to the responsible distributor and product representatives and reporting facility.